Event description:
X-rays confirmed a broken plate. X-rays were taken to plan an orthodontic treatment. The casts showed that the occlusion was normal. However, a little crowding in the maxilla was noted. The midline of the mandible was identical to the midline of the maxilla. Since the patient is functioning well, an indented revision is planned for the patient at the age of 18 or 19 years. A reconstruction with a fibula graft will be the treatment of choice. No adverse consequences to the patient or surgical delays were noted.